Event description:
It was reported that the patient came into the emergency department for chest pain, shortness of breath, lethargy, and left ventricular assist device (lvad) malfunction. Per emergency medical services (ems) the patient was not connected to any power supply but the patient was reconnected upon arrival. The site noted that the patient was confused and was 2/2 for encephalopathy. Log file review revealed that the pump had stopped caused by a total loss of power to the system. This also resulted in the system controller's clock to stop operating. As a result log files were unable to determine the length of time the pump was off. Once power was restored the pump returned to operating at the set speed. The clock was reset on (B)(6) 2025 at 12:52:00. No equipment was exchanged and no treatment was performed. The patient was noted to be totally fine as of (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b1: type of report corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (b(6), and the reported chest pain, shortness of breath, lethargy, confusion, and encephalopathy could not be conclusively determined through this evaluation. The submitted log files were reviewed and did not indicate any issues with the pump. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including neurological events that are not stroke related, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.